Event description:
It was reported by the patient that he ¿got a weak signal regardless of where it was set.¿ it was noted that the stimulation was not as strong. The patient also stated that the stimulation was the same regardless of what it was set. The patient stated that this had changed within the ¿last month.¿ the patient wanted to speak with a manufacturer representative. The patient was advised to have the healthcare professional (hcp) contact the manufacturer representative to be at the patient¿s appointment ¿monday.¿ the patient stated that he would make the request. It was later reported by the manufacturer representative that four of the electrodes were over 10,000 ohms. The manufacturer representative calling stated that another manufacturer representative was told this ¿before¿ but had no date of when he/she was told or when the high impedances were first noted. The caller also stated that this was the first time they had seen the patient. The caller stated that the ¿other rep¿ was told that ¿some electrodes were not in range.¿ the caller did not have any date of when this other manufacturer representative was informed of this information. It was also noted that six and seven were 1100 ohms. The caller stated that therapy relief was good for the patient. A longevity calculation was performed to estimate the implantable neurostimulator (ins) battery life. The caller stated the battery was at 2.95 volts and ¿it stated¿ that the battery service life was okay. It was noted that the settings used included a bipole, 390 pulse width, 60 rate, 8.7v, less the an one hour a day used and 1100 ohms. The estimated longevity was >120 months. It was later reported by the manufacturer representative that the patient was feeling stimulation where it was needed. It was noted that there were three contacts working. The patient was satisfied with what they were getting and chose not to make any changes as of (B)(6) 2014.

Manufacturer narrative:
Concomitant products: product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).